Event description:
It is reported, maxzero, leakage was confirmed at the connection when connected to max zero and saline was poured.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.